Event description:
Reportedly, after cardioversion of the patient to treat af the subject pacemaker stopped pacing and telemetry (no green led on CPR 3). The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after cardioversion of the patient to treat af the subject pacemaker stopped pacing and telemetry (no green led on CPR 3). The device was replaced.